Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving multiple shocks. Interrogation of the device revealed shocks due to oversensing. R-wave decrease was also observed. Chest x-rays noted lead dislodgement. The lead was explanted and replaced. The patient is stable post-procedure.